Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture / hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 600cc mentor memorygel breast implants experienced right sided rupture, right sided granuloma, bilateral capsular contracture, and left sided hematoma post procedure. This was diagnosed through magnetic resonance imaging. As a result, explant was performed on (B)(6) 2025. Hematoma evacuation was also performed. The right sided rupture was reported initially under 1645337-2025-06805. On july 15, 2025, mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.